Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported infection could not be determined through this evaluation. Furthermore, a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the report of acute kidney injury (aki) and a supratherapeutic international normalized ratio (inr) could not conclusively be established through this evaluation. The patient remains ongoing on (B)(6). No further events have been reported at this time. The hm 3 lvas instructions for use (IFU) list renal dysfunction, localized infection, driveline infection, and pump pocket/pseudo pocket infection as adverse events that may be associated with the use of the hm 3 lvas. This document also provides information regarding the recommended anticoagulation therapy and inr range. Finally, this IFU and the hm 3 lvas patient handbook provide information regarding how to prevent infection. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section g4: correction (the 'date received by manufacturer' was inadvertently omitted in the previous report).

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient admitted to the hospital for a supratherapeutic international normalized ratio greater than 10. Creatnine was at 2.5. Patient was given intravenous fluids and had a renal ultrasound which was negative for obstruction. He was also given one dose of vitamin k. This brought the international normalized ratio to 1.2 on (B)(6) 2020. Creatnine improved with gentle hydration and returned to baseline level of 1.6. Patient was noted to have a fever of 103.2. The patient developed a wound to the abdominal area above the driveline. Blood cultures were obtained and patient was started on intravenous cefepime. Cultures came back (B)(6) for (B)(6). Cefepime was stopped and patient was started on intravenous vancomycin. He was discharged on (B)(6) 2020 with orders to continue vancomycin for 6 weeks till (B)(6) 2020.